Event description:
The event is reported as: alleged issue: prior to use on a pt, the cuff was unable to deflate during the testing. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.